Event description:
The malem ultimate alarm is not the way it should behave. We had another alarm before which did not give good results and we switched to this alarm. It is behaving very erratic since we received it. It came with batteries but there is a defect in this system. When I insert sensor, the alarm gets hot within a few mins. How can my daughter operate when it is getting so hot. At first I thought that this is just how it operated, but when I checked back after 20 mins, it was extremely hot and smelling of burning plastic. I removed the batteries which was a challenge in itself. So hot that it was hard to remove. Can't use this alarm as it is defective. FDA safety report ID# (B)(4).